Event description:
It was reported that the patient presented to the clinic after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead. R-waves decreased 6 months after implant. Attempted reposition, but was unsuccessful. Lead was removed.

Manufacturer narrative:
The damage found was sustained during surgical procedure.